Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the lvad coordinator the patient has experienced three episodes of red heart alarms over the past 48 hours. Confirmed by log history, the patient had two events of the pump off, preceded by low speed operation. The patient was admitted to rule out internal fracture of the percutaneous lead (lead). The vad coordinator could not confirm any weak areas on the external lead by inspection or x-ray. Log files and internal percutaneous lead x-rays submitted to the manufacturer for review. The log file confirmed pump stoppage, red heart alarms and occurred while the patient was on battery power. Internal x-ray did not show any suspicious areas of concern. The system controller was exchanged with another system controller.

Manufacturer narrative:
The patient remains on going with the implanted device and no further information has been provided. The manufacturer is attempting to acquire additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.